Manufacturer narrative:
The pod was evaluated and a malfunction was identified. The clutch spring had not been released from the spring latch preventing the drive from being engaged, which prevents the plunger from advancing during drug administration and could have contributed to reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose reached greater than 13.9 mmol/l (250 mg/dl) after wearing the pod between 4 and 24 hours on the arm.